Event description:
There was difficulty during inflation of the balloon and the stent would not release from the balloon. The balloon was inflated several times; however, the ends would inflate but the center did not inflate. The physician then tried to deflate the balloon and bring the stent back the through the sheath but it would not separate from the balloon because the ends were flared. The pt was taken to surgery to remove the system. The pt is doing fine.